Manufacturer narrative:
This device is not available for sale in the USA, therefore 510k is not applicable. Similar model eg2790i-us is available in the USA with a 510k number k131902. The device was returned to pentax for further evaluation on service order 3137369. The device is currently pending further evaluation. On (B)(6) 2021, a device history record (DHR) review for model eg-2790i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 12-jun-2013 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax endoscope scope model eg-2790i. In the event reported, the user stated there was no video image. The event timing is in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information. G4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: customer reported no video image. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the light guide cable was cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the light guide cable. In addition, we confirmed that the insertion flexible tube (ift) incorrect, the light guide fiber bundle (lcb) broken, and the operation channel leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint.